Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures and a low battery. Patient is said to have an upcoming surgery consult but no surgery date as of yet. No other relevant information has been received to date.

Manufacturer narrative:
D6b. If explanted, give date (mo/day/yr), f10. Health effect - impact code, corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
Implant card was received indicating patient had prophylactic battery replacement. Further information was received indicating that the physician believes the increased seizures to be caused by low battery and the seizure level was at pre-vns baseline levels. Intervention was taken by referring the patient for replacement. A previous investigation of historical data was initiated to investigate reports of patients exhibiting symptoms typically associated with generator end-of-service prior to actual eos (pulse disabled). The limited investigation criteria is met for this event. The explanted device has not been received to date. No other relevant information has been received to date.